Event description:
Philips received a complaint by the customer on the v60 indicating that the unit had restarted while on a patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their v60 had restarted while on a patient. The biomed stated error code 1101 (ventilator restarted due to anomalies detected during operation) and 3007 (software exception) had occurred in conjunction. The rse then stated that if error code 1101 and 3007 occurs together then no action is required per service manual. Error code 1101 and 3007 had occurred in conjunction and no action is required per service manual. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.